Manufacturer narrative:
Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery test or motor error alarm and a07 alarm due to detached end cap. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 122 mg/dl. A piece from the bottom of the insulin pump where the drive cap is came off. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.